Manufacturer narrative:
The field service engineer (fse) replaced the gear pump head, sample pipettes, disc reagent pipettes, and cuvettes. He checked the wash volumes and detergent concentration. He adjusted the position of the pipettes. An albumin precision check was performed with acceptable results. The issue was not resolved and variations in the cuvette blank were observed. The other disc reagent pipettes were also cleaned. He disassembled the reaction disc and adjusted the reaction disk torque. The variations in the cuvette blank were no longer observed. The fse also cleaned the washing units and adjusted the water pressure. He cleaned all of the probes on one of the disks and exchanged the cells. He conducted performance checks with acceptable results. The investigation excluded any reagent issues. The investigation determined the service actions resolved the issue. The investigation determined the event was consistent with a maintenance issue.

Event description:
The initial reporter received questionable albt2 tina-quant albumin gen.2 results for one patient sample tested on a cobas 8000 c702 module. The initial result was reported outside of the laboratory. The physician requested for a rerun. The initial result was 7.714 g/dl with a repeat result of 4.804 g/dl. The reagent lot number is 583230 with an expiration date of jul-2023.